Event description:
It was reported that a physician performed an uneventful breast biopsy using the atec system. A securmark biopsy site marker was then placed and upon removal the "radiologist [visualized] the white extremity is no longer present at the tip of the device". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).